Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that during a cataract extraction with intraocular lens implant procedure there was an occlusion event, irrigation stopped and the patient experienced an anterior chamber collapse. The case was completed. There was no harm to the patient. This is the first of two reports for this facility.

Manufacturer narrative:
Corrected information has been provided. The manufacturer internal reference number is: (B)(4).

Event description:
Corrected information indicates that the patient did not experience an anterior chamber collapse. The surgeon was concerned that with the reported event it could occur.

Manufacturer narrative:
Additional information has been provided. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The system was manufactured on october 10, 2013. Based on qa assessment, the product met specifications at the time of release. No further information was able to be obtained from this customer regarding the handpiece. With no additional, related information provided, the customers reported event was not able to be confirmed. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).